Manufacturer narrative:
Additional information was received on 24-jul-2024 clarifying that there were no device deficiencies with the manipulation of the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31307504l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with a thermocool smarttouch sf catheter and the patient experienced av block that required medication. Before the ablation was conducted with the thermocool smarttouch sf catheter, av block occurred by the contact of the thermocool smarttouch sf catheter. After the av block occurrence, the patient was observed for 45 minutes, then, conduction of slow pathway was confirmed. After atropine was administered, pq interval got shorten and av conduction was 1:1. The patient left the room and the physician determined that further ablation could not be performed, so the procedure was terminated. The physician's opinion on the cause of the adverse event was that the event was caused by the catheter maneuvering. There was no causal relationship with any products. Additional information was received on 30-jun-2024. The physician¿s opinion on the cause of this adverse event was procedure related. The event was caused by the catheter maneuvering. The outcome of the adverse event was improved. Additional information was received on 21-jul-2024. Patient fully recovered; however, the patient required extended hospitalization because tachycardia developed and required re-treatment. The patient had ablation procedure for the tachycardia on (B)(6) 2024, and was discharged from the hospital on (B)(6) 2024.